Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: are you able to clarify what was meant by, ¿the staple line did not fully form¿: while stapling the lung parenchyma during a wedge resection, the surgeon clamped the device routinely with the closing trigger. On the third stroke of the firing trigger, the knife indicator would not advance down the slot in the cartridge. The firing trigger handle went light - there was no ¿load¿ on further strokes. Did four or five strokes of the firing handle ¿ no load, no advancement. Thankfully, the firing trigger re-engaged and continued to the end. On which firing did this event occur (1st, 2nd, 12th, etc.): first or second. What was the product code of the cartridge (gst60t, ecr60d, etc.): unknown. Were any unexpected noises heard if so, when: no. Were any of the forces higher or lower than expected (closing, firing, or opening): no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event: no.

Event description:
It was reported that during a wedge resection procedure, as the surgeon fired the device the staple line did not fully form. The reload was discarded and device replaced. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n56v9r: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.